Event description:
Information received with return of the explanted device notes that a holter monitor revealed periods of no output. The patient was pacemaker dependent and the loss of output led to seizures.